Manufacturer narrative:
Other relevant device(s) are: bi-500-01070, version 3.2.1. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found the software functioned as designed. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the site had acquired a 3d image and the plug had been pulled too early from the navigation system before the images had been transferred. The attempt to push the images manually was unsuccessful. The system was rebooted, checked for a nav tag, swapped network cables, and checked ip information. The system worked as intended after another navigated 3d image was acquired. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating the site resolved the issue on their own. The site unplugged and then reconnected the interface cable and issue resolved. No system checkout was necessary.